Event description:
Reportedly, on (B)(6) 2014, the patient visited to the hospital and complained feeling sickness. The pacemaker check was performed and noise oversensing was confirmed on the atrial side and inappropriate mode switch was occurred frequently. Patient's symptom was considered to be due to mode switch behavior (ddi mode/50ppm); therefore, the pacing mode was re-programmed to vvi mode. On (B)(6) 2014, a pacemaker check was performed again at the hospital ward. Ventricular farfield sensing was observed in atrial side. Its wave amplitude was higher than atrial spontaneous amplitude on egm; however the cause was not identified. This issue was not likely to be related to connection failure. On (B)(6) 2014, a re-operation was performed in order to check lead connection. The pacemaker was extracted from the pocket and interrogated by a programmer while leads were still connected. Noise was confirmed on the atrial egm. When the physician pulled the atrial lead before unscrewing the setscrew, it easily came out from the port. The atrial lead was then measured by an analyzer and normal values were obtained. The device was replaced and will be returned for analysis. Note that it was reported also that 3 days after the implantation on (B)(6) 2013, atrial lead impedance was intermittently over 3000 ohm. Connection failure was suspected. It was not identified on x-ray photo if the tip of connector pin was protruded from the connector block. The pacing mode was re-programmed to vdd mode. During a regular pacemaker follow-up on (B)(6) 2013, the patient complained shortness of breath. The mode was re-programmed to dddr. Preliminary analysis of the returned device showed slight tightening marks of the setscrews that could explain the observed behavior due to bad lead connection and bad/instable electrical contact.

Event description:
Reportedly, on (B)(6) 2014, the patient visited to the hospital and complained feeling sickness. The pacemaker check was performed and noise oversensing was confirmed on the atrial side and inappropriate mode switch was occurred frequently. Patient¿s symptom was considered to be due to mode switch behavior (ddi mode/50ppm); therefore, the pacing mode was re-programmed to vvi mode. On (B)(6) 2014, a pacemaker check was performed again at the hospital ward. Ventricular farfield sensing was observed in atrial side. Its wave amplitude was higher than atrial spontaneous amplitude on egm; however the cause was not identified. This issue was not likely to be related to connection failure. On (B)(6) 2014, a re-operation was performed in order to check lead connection. The pacemaker was extracted from the pocket and interrogated by a programmer while leads were still connected. Noise was confirmed on the atrial egm. When the physician pulled the atrial lead before unscrewing the setscrew, it easily came out from the port. The atrial lead was then measured by an analyzer and normal values were obtained. The device was replaced and will be returned for analysis. Note that it was reported also that 3 days after the implantation on (B)(6) 2013, atrial lead impedance was intermittently over 3000 ohm. Connection failure was suspected. It was not identified on x-ray photo if the tip of connector pin was protruded from the connector block. The pacing mode was re-programmed to vdd mode. During a regular pacemaker follow-up on (B)(6) 2013, the patient complained shortness of breath. The mode was re-programmed to dddr. Preliminary analysis of the returned device showed slight tightening marks of the setscrews that could explain the observed behavior due to bad lead connection and bad/instable electrical contact.